Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy cubie 6.1 had failing pockets. A field service engineer the retractor band was found to be broken. The retractor had been replaced. Hardware test application was okay. Reboot completed. The customer had recovered. Inventory was checked. Everything was okay. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility name - hospital of central connecticut new britain general

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.